Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient dislocated her hinge prosthesis. Femur was loose. Patient revision.

Manufacturer narrative:
Corrected device info. An event regarding dislocation involving a mrh tibial component was reported. The event was confirmed based on the medical records provided. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were rejected for medical review by the clinician who indicated the following: provided x-ray confirms the reported event. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: while the event could be confirmed based on the x-rays provided, the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient dislocated her hinge prosthesis. Femur was loose. Patient revision.